Event description:
A malfunction was reported, displaying a code of malf 0. There was no adverse impact on the customer's blood glucose level, as it did not exceed the threshold of 500 mg/dl (27.7 mmol/l). Technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer was informed that they could continue using the pump and advised to call back if the issue happened again. The customer acknowledged and understood these instructions.